Manufacturer narrative:
Device passed displacement test and self test. No unexpected missing segments/partial display anomalies noted. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner, missing end cap sticker and stained address/serial number label. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had missing segments during self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.